Event description:
It was reported that during service and repair pre-testing, it was observed that there was a pin pushed in on the motor device. It was further observed that the device failed thermistor assessment. This event is not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. There were no user reports filed in association with this event. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that medwatch report 1045834-2015 ¿ 10047 is a duplicate of medwatch report 1045834-2014-15667. Please reference report 1045834-2014-15667 for all information regarding this event.